Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stenosis. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was attempted to be explanted but they could not. The rv, right atrial (ra) lead and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.